Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. The MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. According to clinican three implants were placed in sites #22, # 25 and #27 during a routine procedure using freeze-dried bone. The clinician reports the implants did not integrate and were removed 2 month post-operatively.